Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The female pt received a cypher select plus stent. Approx one month post-procedure, the pt had a q-wave myocardial infarction (mi). Mi location was inferior. Peak ck, ck-mb, and troponin t were all greater than 5 times the upper normal limit. There was no evidence of stent thrombosis. The mi did not require CABG or re-pci. The mi was treated with thrombosis. Control angio showed a normal vessel without stenosis in the implanted stent(s).